Event description:
On 18th march 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during a rotator cuff repair procedure on (B)(6) 2025. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1927bcf-45 instead. Ar-1927ptb-45 was used to prepare the bone socket and no fragments were left in the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1927bcf-45 bio-compsi crkscrw ft 4.5x 14mm batch 15274733 was received for investigation. Functional testing was not conducted because the device anchor and suture were damaged. Only a piece of the anchor was received for evaluation. Visual evaluation found that the anchor was broken off. Evaluation of the returned piece noted that the anchor is missing half of its body. Damage and bentness were noted, most likely due to the breakage. The most likely cause(s) of the reported failure are user error, including misalignment of the insertion and improper bone preparation.